Event description:
User stated that the instant cold pack broke and contents went down his arm. Rinsed off with water but reports allegedly getting "chemical burns" from the product as a result of skin contact with contents. Diagnosis or reason for use: apply to broken ribs.